Manufacturer narrative:
Based on the information received, customer used contour next test strips lot # 8fpeg30a for this event. Sections d1, d2, d4, g1,2 continued, and h4 have been corrected to reflect the correct product information.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next meter with in-house contour next test strips from lot # 8fpeg30a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. This event is related to mdrs 1810909-2019-00260, 1810909-2019-00261, 1810909-2019-00262, and 1810909-2019-00264.

Event description:
At 11:30 a.m., the customer obtained a blood glucose reading of 301 mg/dl on a contour next meter. The customer had no symptoms of hyperglycemia. Within 10 minutes, the customer performed a repeat testing on the breeze2 meter and obtained a reading of 40-50% lower compared to that obtained on the contour next meter. The specific reading obtained on the breeze2 meter was not provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.